Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right atrial lead exhibited unspecified helix rotation issues. The lead was not used and replaced. There were no patient consequences reported.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Correction: the sections d6a and d6b should be excluded as the lead was not implanted in the patient's body.